Event description:
The canister wouldn't drain fluid from the pt's incision post operation. The vacuum controller pump continued to run without making a seal in the canister. The staff changed the pump and still no drainage occurred. The canister was changed and the unit operated. The hospital is concerned with the potential of a possible hematoma developing in the absence of post-op drainage.